Event description:
The customer reported that during maintenance of the subject device, an error code e315 (scope error) was displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (error code e315) was confirmed and suspected to be caused due to fluid invasion in the plug body which resulted in no image. In addition, service found the bending angle in all directions were out of specification, there was play in the up/down angulation knob, water invasion in the scope connector, and the scope ID was not displayed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: due to device handling below, water invaded scope connector, abnormality in electrical components occurred, and error code was displayed. The connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image:. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.